Event description:
It was reported that the over temp alarm was continuously going off as soon as the device is turned on. No patient involvement was reported.

Manufacturer narrative:
Corrected data: event date updated. No pt involved.

Event description:
It was reported that the over temp alarm was continuously going off as soon as the device is turned on. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the board standoffs was broken inside enclosure. The customer stated problem was duplicated. Replace faulty main pcb (printed circuit board). The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.